Manufacturer narrative:
Company rep evaluated the system. Customer was provided a loaner, while the unit is being returned to the company's repair center.

Event description:
Customer reported the panorama central station rebooted and displayed an error message, which may have resulted in loss of telemetry monitoring. No patient injury was reported.